Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The product was evaluated. Based on visual inspection, testing concluded that we are unable to perform an investigation on the allegation due to applicator was not received. The reported event of a detached needle could not be determined. A probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a detached needle occurred. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2023. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).